Event description:
Approximately two months post stenting procedure the pt presented with a non-q wave myocardial infarction (mi) and significant stenosis in the diagonal branch artery. The indication for the index procedure was previous q-wave myocardial infarction and the pt presented with three-vessel disease. During the index procedure a lesion in the proximal left anterior descending (plad) and the first diagonal branch (1st diag) segments was treated. The target was a restenotic lesion previously treated with a bare metal stent, product unknown. The lesion was 24 mm long with a 2.5 reference vessel diameter and presented 95% stenosis, the eccentric lesion presented an irregular contour and was located at a bifurcation with an angulation of >45 degree and <90. There was no calcification or thrombus and was classified as type c. During the procedure, the lesion was successfully pre-dilated to 8 atmospheres (atms) then using v/kissing stenting technique one 2.5x28mm cypher stent was deployed to 8 atms. Final kissing balloon was used. Then to fully expand the stent and because of the bifurcation post-dilation was conducted to 8 atms. Post procedure the lesion presented 0%. There were no complications reported and the pt was discharged the following day. Approximately, five weeks post stenting procedure the pt presented with a non q-wave mi. The mi location was undetermined; however, it was not related to the target vessel. There was no evidence of stent thrombosis. At the time of the mi did not require CABG or re-pci. The pt was treated with enoxaparin for inferiolateral changes. Angiogram showed all stents patent with diffuse distal disease, which would be suitable to medical management. The pt was discharged three days later. Two months post index procedure the pt presented with an inferior non-q wave, thus not related to the target vessel. The pt was admitted and received tnk for anterolateral st changes. Another angiogram was done which showed a patent stent in the lad. However, the ongoing lad was relatively small. Significant stenosis in the diagonal branch of the lad system, the circumflex and the right. The pt was deemed very high risk; however, accepted for surgery due to continual mi's. An urgent triple bypass to the diagonal, circumflex and ptv was performed with a resection of a left ventricular aneurysm. The pt was discharge two weeks post admission. Four months post stenting procedure the pt was admitted with congestive heart failure, the pt diuresed with lasix and was discharged two days later. Then during the one year follow up, the pt was reported to be symptomatic.

Manufacturer narrative:
The product is not available for eval, as it remains implanted. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. Additional info will be submitted within 30 days upon receipt.